Event description:
User facility reported difficulty passing the suction catheter as it became stuck, which required removal of the locking mechanism to suction. The patient was accidently extubated due to removal of the securement device and an emergent tracheostomy tube change was required. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.